Event description:
It was reported that a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. The xtw clip opened during pre-deployment establish final arm angle (efaa). The clip was closed at ~10 degrees and continuously opened to ~30 degrees. Troubleshooting was performed, but the issue persisted. The clip was removed and a replacement xtw clip completed the procedure. There were no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported clip opening during efaa could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.